Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was damaged during the implant procedure. It was reportedly noticed that the lead was unraveling at the distal tip, just proximal to the electrodes. The case was aborted and the patient had not been implanted with any device at the time of the report. The manufacture representative thought that the lead may have been cut but the health care provider (hcp) stated that he did not cut the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the doctor performed an implant procedure and the lead was placed and an incision was made for the battery. It was stated the lead would not seed into the battery and the tip of the lead appeared frayed. It was noted the manufacturer representative agreed it was defective at the tip. Reportedly, the defective lead was removed and a new device was brought to the room. It was stated the doctor attempted to relocate the necessary lead placement but was unable to get a stimulus response from the patient and the doctor closed the wound. It was noted the patient had a test lead successfully placed in the surgeon¿s office and they had requested a permanent lead with an implantable neurostimulator (ins). Additional information stated the patient did not go on to have the permanent implant.